Event description:
Past mdi 600 life threat ketones changed sup it was reported that occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl with high level of ketones, which were identified as dangerous. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies to resolve the issue and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.